Event description:
My daughter in on the way to the ER because she can't open her eyes after using clear care solution. This product should not be available over the counter. Sh is (B)(6), and scared to death about being blind. This is irresponsible marketing. (B)(4).